Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the device became damaged. The target lesion was 90% stenosed in the moderately tortuous and calcified distal right coronary artery (dist rca). The physician attempted to perform direct stenting with 2.75 x 28 mm taxus stent, but the device would not cross a stent deployed in the mid rca. The attempt was made several times but was unsuccessful. The device was removed once and it was noted that the stent was damaged. The procedure was completed with a different device. There were no pt complications reported and the pt is listed in good condition.

Manufacturer narrative:
The complaint report stated that during a percutaneous coronary intervention (pci) procedure, the physician could not cross the distal section of the right coronary artery (rca) with a taxus exp2 - 8.8pct (mrus) - 2.75 x 28 mm device and subsequently noted stent damage. As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. A labeling review identified that the device was used as per the taxus express2 directions for use (dfu). Taking into consideration the thorough eval conducted at the cis and the details of the complaint, this investigation will be assigned the most probable root cause classification of operational context as the complaint is associated with a product that meets the bsc (boston scientific corp) design and mfg specification but due to anatomical/procedural factors encountered during the procedure and the performance was limited.